Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, while performing the annual preventive maintenance checks for the external pulse generator (epg), the blue ven tricular-sense light emitting diode (led) was not illuminated during two different tests; outputs were fine, but the led never illuminated. The epg has been returned for repair. There was no patient involvement.

Manufacturer narrative:
Product event summary: manufacturer¿s analysis confirmed the customer comment that the external pulse generator (epg) had a light that was not illuminating during tests; the main printed circuit board (pcb) tested out-of-specification in an electrical manner. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.